Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e1308 captures the reportable event of dysuria. Imdrf patient code e1302 captures the reportable event of hematuria.

Event description:
It was reported that a patient who underwent spaceoar placement procedure on (B)(6) 2026. The patient received radiation therapy (B)(6) 2026. On (B)(6) 2026, the patient visited the radiation oncology department due to dysuria and hematuria, a computed tomography (CT) scan confirmed the formation of an abscess near the hydrogel. The patient was treated with antibiotics, a transperineally puncture was performed, and a drain was placed, but it dislodged immediately. Although drainage appears to be inadequate, blood tests show that c-reactive proteine (crp) was stabilized at around 0.7. The patient's preexisting condition of renal failure impairment got worse after (B)(6) therefore the patient required dialysis.